Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the patient's blood oxygen level dropped at 10:05 am, and nasotracheal intubation was performed at 10:10 am (the air bag leakage test was normal). At 1:16 pm, the ventilator alarm went off, and they checked the air bag and found that it was leaking. The doctor immediately replaced the endotracheal tube. The process went smoothly, and the patient's vital signs were stable. There was patient involvement, and no patient harm/adverse event reported.